Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll euro 125 s/c barrel cracked. Verbatim: "leakage from syringe due to crack in the plastic" defect observed during or after use. Samples contaminated with cytotoxic medication.